Event description:
The manufacturer sales representative reported that the extension arm came off during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported. The handle may break into small pieces, posing the risk of a small component becoming lost in a surgical site.